Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported on (B)(6) 2026 the patient had exploratory surgery on the ipg site and the pocket was expanded. There was no sign of infection.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.